Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.